Event description:
Additional information: patient experienced symptoms of fever, redness, swelling, drainage, pain, incisional wound opening; location of the infection was the device pocket. Patient did not have meningitis. Culture obtained showed (B)(6). Patient was administered pre-operative antibiotics. Following replacement infection was noted to have been resolve with no withdrawal symptoms. Drug delivered via the device was fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter however showed and indent down in the sc connector seal and was believed to be occluded. Drug delivered via the device was listed as fentanyl.

Event description:
The pump and catheter were explanted due to an infection. Patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4).